Event description:
(B)(6) 2023 patient called hbpc (home based patient care) rn to say that his g-tube enfit feeding adapter connector had crack in it for the second time in 1 month. Previously replaced by hbpc rd in his home setting. Rd scheduled visit and successfully replaced this piece again. Pt was still able to give his tube feedings through the other connector port until piece was replaced. No harm came to this pt. Reported to supervisor in (B)(6) as well as hbpc team. This is the 2nd report of 5 total device failures. See previous submission. Reference report: mw5144667.